Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced six infusion set tubing detachment from connector events on (B)(6) 2026. The infusion set was detached immediately. The blood glucose level was more than 500 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.